Manufacturer narrative:
Updated data: b5 - additional information was received that the final implant depth of the first valve was 0 millimeter (mm) on the non-coronary cusp (ncc). Severe central aortic regurgitation was reported and cardiopulmonary resuscitation (CPR) was performed for 30 minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record review was performed for the first valve and found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valves remained implanted. The lot number of the delivery catheter system (dcs) was not known, and therefore a device history record (DHR) review could not be performed. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The dcs was discarded at the facility. The reported event indicated that, after the valve was implanted, the nose cone of the delivery catheter system (dcs) caught on the valve during removal and caused it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Per the physician, the valve dislodgement caused aortic regurgitation (ar). Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The most likely cause of the severe aortic regurgitation was due to positioning of the valve as it was reported that the valve as pulled out of position as the dcs was being removed. The final position of this valve was reported as being 0mm on the non coronary cusp, which is low as per medtronic¿s best practices of beginning deployment at 0mm, deploying to the 3rd node and adjusting to a target depth of 3mm. A second valve was deployed, however, the patient became hypotensive. Hypotension is a known potential adverse effect per evolutr IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The report of patient death at implant was reported by the physician to be due to the valve dislodgement that lead to severe aortic regurgitation and resulted in pulmonary edema and subsequent patient death. Patient death is a known potential adverse patient effect per the evolut system instructions for use (IFU), and typically related to patient factors (anatomy, comorbidities, etc.), and / or procedural effects (sheath used, user technique, puncture cut location, etc.). A procedure or valve related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received which indicated that per the physician, the valve dislodgement caused aortic regurgitation (ar). Subsequently, the patient went into acute pulmonary edema which caused the death. An autopsy was not performed. Patient code and eval method code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant devices are: product ID: evolutr-34, serial#: unknown, ubd: unknown, UDI#: unknown. Product ID: evolutr-34, serial#: (B)(4), ubd: 30-sep-2020, UDI#: (B)(4). Product analysis: the first valve remains implanted; the second valve and dcs were not returned. Therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs) from the ventricle, the nosecone of the dcs caught the valve frame and pulled the valve up and out of position. Severe aortic regurgitation was observed as a result. The patient became hemodynamically unstable. Cardiopulmonary resuscitation was initiated. A second transcatheter valve was deployed, but due to hypotension, the patient did not recover. The patient subsequently expired. It is unknown if an autopsy was performed.